Event description:
During a deployment of an AED, the AED was unable to read the patient ECG due to the outside temperature. Once placed into an ambulance, the patient was successfully resuscitated.

Manufacturer narrative:
(B)(4). Pending investigation of the device.